Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer indicated via phone call that the sensor stopped insulin delivery while customer was asleep and calibration errors were received. The customer indicated that their sensor glucose level was unknown and the blood glucose level was 252 mg/dl. Customer does not recall any significant events leading to the errors. Troubleshooting infomed customer that insertion may impact sensor performance. Customer was advised that the sensors would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed with accurate readings.